Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth (ble) telemetry loss. No intervention was performed. There were no patient consequences reported.

Event description:
Additional information received indicated the bluetooth (ble) telemetry issue was resolved via re-interrogation of the implantable cardioverter defibrillator (ICD). There were no patient consequences reported.